Event description:
It was reported that 0-3 had high impedances even with changing reference while the patient was on the table during a lead replacement. It was noted that 4-7 was fine in 0-7 connector block with plug in 8-15. It was noted ¿programmed 0-3 and let stim for a bit.¿ it was further noted that one of the sutures appeared to be too tight and that they would cut off and see if the high impedances resolve. Additional information received reported that a different kind of anchor was used for the replacement leads. It was noted that the patient¿s status at the time of report was alive with no injury. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3487a-56, lot# va0ahen, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead, product ID: 37746, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3487a-56, lot# va0ahen, implanted: (B)(6) 2013, product type: lead. (B)(4).